Event description:
It was reported the after the t1 and t2 anchors were deployed, the surgeon could not slide the suture to tighten the knot. The sutures were removed from the meniscus.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.